Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 419mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Multiple attempts were made by tandem¿s technical support to obtain additional information including how the high bg level was addressed; however, no additional information regarding this event was provided.